Event description:
Site reported trouble navigating to two lesions as the superdimension system kept freezing upon approach. The site canceled the procedure and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The side did not forward any device for eval. The site has successfully completed another case since this initial report. Superdimension is filing this MDR in an abundance of caution due to multiple exposures to anesthesia.